Event description:
It was reported that the left monitor on the 9800 system has poor images. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the left monitor. The system was tested and found to be working as intended and placed back into svc.